Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to faulty power supply. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the liquid crystal display (lcd) monitor had no power. The issue occurred during preparation for use of an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
In troubleshooting; the customer was in contact with technical assistance center (tac) and was advised to check the power cable of the monitor and swap out the power cord. The customer was also advised to return the subject device if the troubleshooting did not resolve the issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.